Manufacturer narrative:
Several attempts were made to obtain the device from the hosp; however they have not relinquished the device. In the absence of the subject device, we are unable to determine the cause and failure mode. We have reviewed the device history records and found no deviations or discrepancies in our standard mfg and testing procedures. As a result, we are concluding our investigation. In the event, the unit is returned at a later date, we will provide a followup to this report.